Event description:
This spontaneous report was received from a pharmacist and concerned a male pt of unspecified age from the united states: (B)(6). The pt's weight, height and medical history were unspecified. The pt was treated with visine for contacts (ophthalmic, lot bgb2t00, expiry 07/31/2013, unspecified dose and frequency) initiated on (B)(6) 2012 for an unspecified indication. Concomitant medications were not reported. On (B)(6) 2012, the pt developed an eye reaction. On an unspecified date, the pt was examined in the emergency room and was diagnosed with an ulcer in his eye. The pt subsequently received unspecified treatment. Action taken with visine for contacts was unspecified. At the time of reporting, the outcome of the event was unspecified. The pharmacist disposed of the product. This report was serious (medically significant) and reportable (serious injury). This case is linked to drug/device case (B)(4).